Event description:
The customer reported that while the iabp was in use on a patient, saline spilled into the iabp. As a result, the iabp generated a "power-up test failure code #12" (non iso dsp electrical test failure code) alarm. In addition, the customer reported that there were problems with the display. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. The company representative observed excessive saline spill into the iabp. He observed power-up test failure code # 12 when the iabp was turned on. The company representative replaced the front end pcb (part number 0670-00-0769e). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The part replaced was requested to be sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).